Manufacturer narrative:
The device history records were not reviewed as the lot number is unk. The sample was not returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk.